Event description:
Bd alaris server went down at an unknown date/time. Was noticed by clinical engineering staff 1/31 ~1200. No notice was given by bd. This occurred during a cutover plan of multiple high risk opioid infusions. The pumps therefore failed to receive the new library and associated concentrations that were converted in epic and pharmacy standard compounding. High risk for wrong-dose error of opioid infusions and other affected medications. Multiple reports from nursing staff describing inability to use the pumps and dangerous workarounds were employed accordingly (e.g. Manual programming using wrong concentration, use of basic infusion mode, etc). With the rollout of the new alaris devices, server management has been taken over by bd. We need: 1. Recognition by bd that pumps are not communicating / transmitting libraries and infusion data. 2. Notification to clinical and support staff that system is not functioning as intended. 3. Timely correction by bd.